Event description:
It was reported that the patient experienced high impedances on the implanted spinal cord stimulation (scs) lead. The physician reviewed imaging and noted ossification of the ligamentum flavum in close proximity to the area where the lead abnormality occurred. The physician stated that this non device related ligamentum flavum ossification may have interfered with the implanted lead resulting in the elevated impedances. Consequently, the patient underwent a lead replacement procedure and was doing well postoperatively. The lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block d2b: lgw, qrb.